Event description:
Device was implanted on 8/28/96, for infusion of chemotherapy. On 10/14/96, a facility nurse contacted the MFR's clinical rep and stated she talked to someone at co; however, did not recall the persons name concerning a pt who had pump implant and did not come in for refill until 1 month later. Refil done today (10/14/96), still see light yellow fluorescent solution in return volume. The facility nurse wanted to know what she should do? The MFR's clinical rep advised the facility nurse to rinse pump with 50 cc volumes of ns until return volume is clear then refile pump as usual.